Event description:
It was reported that during a percutaneous transluminal coronary intervention that a guide wire tip detachment occurred. The target lesion being treated was located in the right coronary artery (rca). The 185cm kinetix guide wire was advanced and did not reach the target lesion stenosis, but migrated into a side branch of the artery. Upon removal of the kinetix the distal end of the wire detached. It was noted that there was no force needed to withdraw the device and it was removed on the first attempt. A second, unspecified guide wire was advanced in an attempt to retrieve the detached portion of the kinetix, however it was unsuccessful. The distal tip of the kinetix remained in the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient was stable following the procedure. However, approximately 24 hours following the procedure the patient expired due to sepsis.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).